Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.183" x 0.680" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip does show damage. The instrument's conductor wire was found broken. Additionally, the instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the tip of the force bipolar instrument's jaw broke and a fragment fell inside the patient. The issue was identified immediately while the surgeon was dissecting tissue. The broken jaw was retrieved immediately during the same surgical procedure. The surrounding area was checked for any remaining fragments and no further fragments were found. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with this complaint to perform failure analysis.